Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image exhibited a halo effect that tapered toward the edges and faded, with a dusky green-grey discoloration around the periphery and a white hue in the center during an unspecified procedure under sedation involving an olympus colonovideoscope. There was no patient injury reported.